Event description:
It was reported that a supply bag became disconnected during dwell one of five of peritoneal dialysis therapy. The patient had also been hanging the supply bags from an IV pole. The technical service representative (tsr) advised the patient to end therapy and start over with all new supplies. The tsr reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not ensure that the supply bags were properly connected and was hanging supply bags from an IV pole. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. . The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.